Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed motor error, low battery, and may have over delivered insulin. The customer¿s blood glucose level was 72 mg/dl at the time of the incident. The customer got the motor error after replacing the battery. The customer was eating carbs but their blood glucose kept going down. Troubleshooting was completed. The customer was using their old site when they did a set change. The insulin pump will not be returned for analysis.